Event description:
It was reported that the patients leads had several high impedances. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted devices will not be returned as per hospital policy.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: (B)(4).